Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on 15-jun-2025 due to hyperglycemia event. Blood glucose level was 448 mg/dl at the time of the event. Patient got treated with insulin pump. The duration of hospitalization was less than 24 hours. Patient was found positive for ketones level. Ketones level was greater than 3 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.